Event description:
The following was reported: revision due to dislocation. Primary surgery was about 30 years ago.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.